Manufacturer narrative:
Eval, conclusions: no conclusion can be established due to the lack of info regarding the product code, lot number and lack of reported defective sample. No eval will be performed.

Event description:
The event is reported as: the needle of the capio suture detached inside the pt. The physician attempted to locate the needle, but was unsuccessful. The needle was not retrieved from the pt. It is reported that there is no complication and that the pt is fine.